Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that patient with spinal fracture at t12 underwent spinal fusion t10-l2 with t12 corpectomy. Intra-op, the surgeon tried to remove the side load connector using a mas driver. During the removal, the tip of the driver snapped, and the piece remained inside the head of the connector's set screw. The rod/connector was removed and replaced during the surgery itself, so that no foreign "ss" metal remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.